Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with implantable neurostimulator (ins) for non-malignant pain, headache, and spinal pain. It was reported the ins was not working well at all the patient was having a lot of problems with her stimulator for the past year or so and wanted the ins reprogrammed. No patient symptoms were reported. No further complications were reported/anticipated.